Event description:
- The device was loaded backwards (the contralateral gate was loaded 180 degrees out of alignment with the flush port check valve). - the device tip was marred as though the graft was loaded more than once. The tip looked like the device had been loaded more than once. It was nicked up to the point where it was catching on the patient's skin as she was trying to introduce it. She had to nick the skin to get it pass through. - proximal deployment was difficult due to difficulty in releasing the bare stent. The clasp release would not turn. Patient outcome: "the patient was not injured, and the case ended up going very well.".

Event description:
The device was loaded backwards (the contralateral gate was loaded 180 degrees out of alignment with the flush port check valve) the device tip was marred as though the graft was loaded more than once. The tip looked like the device had been loaded more than once. It was nicked up to the point where it was catching on the patient's skin as she was trying to introduce it. She had to nick the skin to get it pass through. Proximal deployment was difficult due to difficulty in releasing the bare stent. The clasp release would not turn. Patient outcome: "the patient was not injured, and the case ended up going very well."